Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd cassette reservoir, a no cassette alarm was noted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: d4) additional info was received based on received samples. The cassette returned was identified as part 21-7302-24 from lot 4114181. This information and relevant product details have been updated in the report.